Event description:
It was reported that during implant procedure this pacemaker system exhibited high out of range pacing impedance measurements and high pacing thresholds. Technical services (ts) suspected possible loss of capture (loc) but it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. This pacemaker remains in service.